Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On april 5, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch basic meter has a power issue (meter powers off during use). The power issue began sometime in the month of (B) (6) 2010. Reportedly, two days after the onset of the power issue, the patient developed symptom of vomiting. On (B) (6) 2010, at 5 am, the patient obtained a blood glucose reading of over "500 mg/dl" on the emergency medical service meter and reportedly was treated with "medication to stop throwing up, pain, and other things" at the emergency room. During troubleshooting, the product issue could not be resolved. This complaint is being reported because the patient claimed she received medical intervention that can be suggestive for acute complications of diabetes two days after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.